Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to h4 and the legal manufacturer's final investigation results. Based on the results of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use (IFU) which state: -IFU states that detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. -IFU states that preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.